Event description:
It was reported that during testing the device displayed error 1000 message (defib failure - biphasic processor). There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.